Manufacturer narrative:
The calibration and qc recovery were within expectations. The error log provided did not show and instrument or software issue. The provided preanalytic information did not show an issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
An extra carryover wash cycle was programmed on the analyzer, but the issue persisted. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for three patient samples tested with crep2 creatinine plus ver.2 on a cobas integra 400 plus. No incorrect results were reported outside of the laboratory. The first sample initially resulted with a creatinine value of 110 umol/l. The sample was repeated twice, resulting with values of 74 umol/l and 76 umol/l. The second sample, from a female patient born in (B)(6), initially resulted with a creatinine value of 117 umol/l on (B)(6) 2010. The sample was repeated twice on (B)(6) 2020, resulting with values of 64 umol/l and 65 umol/l. The third sample, from a patient born on (B)(6), initially resulted with a creatinine value of 128 umol/l on (B)(6) 2010. The sample was repeated twice on (B)(6) 2020, resulting with values of 63 umol/l and 63 umol/l. The creatinine reagent lot number was 42284101, with an expiration date of 31-may-2020.